Manufacturer narrative:
H3 other text : device location unknown

Event description:
The article 'accuracy of percutaneous lumbosacral pedicle screw placement using the oblique fluoroscopic view based on computed tomography evaluations' in asian spine journal 2016;10(4):630-638, was reviewed. A retrospective study was conducted involving 230 consecutive patients treated between january 2008 and june 2014. Patients were split into three groups: m-1 (having undergone a minimally invasive percutaneous procedure using bi-planer fluoroscopic view); m-2 (having undergone a minimally invasive percutaneous procedure using the oblique fluoroscopic view based on simple CT measurements); o (control, having undergone a conventional open procedure using lateral fluoroscopic view). Six different percutaneous systems were utilized: mantis, pathfinder (abbott spine); sextant (medtronic); viper (depuy spine); spirit (synthes); ilico se (alphatec spine). All constructs were of similar length and diameter (40 to 45 mm long with a 6.0 to 6.5 mm diameter). The accuracy of ps placement into the medial/lateral pedicle walls was evaluated on axial cts, whereas the superior/inferior pedicle wall screw location was examined on reconstructed sagittal or coronal cts. Assessments were performed by an independent spinal surgeon. The relative positions of the screws to the pedicles were assessed and classified as a, completely within the pedicle; b, pedicle wall breach < 2 mm; c, pedicle wall breach of 2 to 4 mm; or d, pedicle wall breach > 4 mm. In the m-1 group there were 6 instances of grade d perforations (3 resulted in neurological deficit and were re-inserted during another surgery), 6 instances of grade c perforations, and 8 instances of grade b perforations. In the m-2 group there were no instances of grade d perforations, 3 instances of grade c perforations, and 6 instances of grade b perforations. In the o group there were 4 instances of grade d perforations, 7 instances of grade c perforations, and 21 instances of grade b perforations.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'accuracy of percutaneous lumbosacral pedicle screw placement using the oblique fluoroscopic view based on computed tomography evaluations' in asian spine journal 2016;10(4):630-638, was reviewed. A retrospective study was conducted involving (B)(4) consecutive patients treated between (B)(6) 2008 and (B)(6) 2014. Patients were split into three groups: m-1 (having undergone a minimally invasive percutaneous procedure using bi-planer fluoroscopic view); m-2 (having undergone a minimally invasive percutaneous procedure using the oblique fluoroscopic view based on simple CT measurements); o (control, having undergone a conventional open procedure using lateral fluoroscopic view). Six different percutaneous systems were utilized: mantis, pathfinder (abbott spine); sextant (medtronic); viper (depuy spine); spirit (synthes); ilico se (alphatec spine). All constructs were of similar length and diameter (40 to 45 mm long with a 6.0 to 6.5 mm diameter). The accuracy of ps placement into the medial/lateral pedicle walls was evaluated on axial cts, whereas the superior/inferior pedicle wall screw location was examined on reconstructed sagittal or coronal cts. Assessments were performed by an independent spinal surgeon. The relative positions of the screws to the pedicles were assessed and classified as a, completely within the pedicle; b, pedicle wall breach < 2 mm; c, pedicle wall breach of 2 to 4 mm; or d, pedicle wall breach > 4 mm. In the m-1 group there were 6 instances of grade d perforations ((B)(4) resulted in neurological deficit and were re-inserted during another surgery), (B)(4) instances of grade c perforations, and (B)(4) instances of grade b perforations. In the m-2 group there were no instances of grade d perforations, (B)(4) instances of grade c perforations, and (B)(4) instances of grade b perforations. In the o group there were (B)(4) instances of grade d perforations, (B)(4) instances of grade c perforations, and (B)(4) instances of grade b perforations.